Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that the "electrode presented loss of the screw mechanism." The lead was explanted and replaced. No patient complications have been reported as a result of this event.